Event description:
There was an allegation of questionable sodium results from the cobas 6000 c501 module. The initial result was 161 mmol/l and the repeat result was 155 mmol/l. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer found an issue with the reference fluid flow. He cleaned the transparent blocks of the ise unit and checked and repaired the reference valve. He performed calibration and qc that were acceptable. The investigation determined the service actions resolved the issue.